Event description:
It was reported that the smart switch prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative performed an on site investigation. The smart switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.